Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vticm5_13.7 implantable collamer lens, -14.00/+4.0/085 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced with a different model and shorter length lens and the problem was resolved.